Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: lindström, david & mani, kevin & lundberg, göran & wanhainen, anders. (2019). Bridging stent grafts in fenestrated and branched endovascular aortic repair: current practice and possible complications. The journal of cardiovascular surgery. 60.10.23736/s0021-9509.19.10942-1.

Event description:
It was reported in an article in the journal of cardiovascular surgery titled " bridging stent grafts in fenestrated and branched endovascular aortic repair: current practice and possible complications " that one month after fenestrated/branched endovascular aortic repair (f/bevar) for thoracoabdominal aortic aneurysm (taaa), type iiic endoleak was identified from the right renal artery branch between the fluency and another manufacturer bridging stent graft component. An additional intervention was required for relining the right renal artery branch and follow up computed tomography angiography (cta) showed no endoleak. The patient status was not provided.